Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was used during a biliary stent implantation procedure performed on (B)(6) 2015 to treat cancer in the bile duct. According to the complainant, during the biliary stent implantation procedure, the physician began deployment and reconstrained the stent twice. After the second reconstrainment, the handle on the delivery system stopped functioning. According to the complainant, it was unknown if the wallflex¿ biliary rx stent was fully constrained when the handle stopped working and may have been partially deployed. The wallflex¿ biliary rx stent was removed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.